Event description:
User facility reports there were no sleeve threads on the syringe and the cannula slipped off when product was injected into the eye. It was reported there was no injury associated with this event.